Event description:
It was reported that customer observed scratches on screen. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions taken by customer or technical support.